Event description:
Endoscopic 5mm multiple clip applier clips jammed up in device shaft and would not load properly. Device entered patient at which time it was seen that the clips were not advancing properly. Device removed from patient and attempted to reload clips, but again did not load correctly. Date of use: (B)(6) 2012. Reason for use: laparoscopic sacral colpopexy, posterior repair.